Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode deformed plunger stopper, the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions are being put in place which include repositioning equipment and replacing worn parts. The process will continue to be reviewed after corrective actions have been completed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "during the operation, the nurse found the piston in the syringe was dissolved and could not be used."